Event description:
[Jansen covid-19 vaccine] treatment under emergency use authorization (eua): reporting this for syringes (devices only). Syringes that we have received to administer covid-19 vaccine that are defective. This has happened with multiple brands, but particularly with this brand, but have not reported this before. Locking mechanism for attaching needle to syringe is defective and it will not securely lock on. This kind of problem resulted in a patient having a vaccine partially administered as it began leaking significantly from the union while being administered. This problem was reported by another pharmacist for vaccination administration at a different site on (B)(6) 2021. During vaccine preparation on (B)(6) 2021 of 268 syringes, we found 2 defective syringe/needle combinations. Dropsafe 3ml syringes 25g x 1" safety needle. Lot 0325250004. FDA safety report ID # (B)(4).